Manufacturer narrative:
Additional information received: it was reported that there was no damage noticed to the device during unboxing. It was confirmed that the deployment steps were followed per the instructions for use and the slider was rotated in the right direction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received : it was reported that there was no damage noticed to the device during unboxing. It was confirmed that the deployment steps were followed per the instructions for use and the slider was rotated in the right direction. Per physician, there was not anatomical feature contributing to deployment difficulty. Film evaluation summary: the reported deployment difficulties could not be confirmed based on the pre-implant films received; therefore, the cause of the event could not be determined. Procedural angiograms showing advancement of the device to the target landing zone and deployment attempts were not available for assessment of the event. It is possible that significant aortic arch and descending aortic tortuosity may have contributed to the reported issue, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar) for a thoracic aortic aneurysm measuring 79.3mm in the des cending thoracic aorta, a valiant captivia stent graft (vamf3636c200te) was tracked and placed distal to the left lateral border of the left subclavian artery at the proximal landing zone. During deployment, the proximal barbs were exposed and the external sliderbegan rotating freely and became non-functional, preventing further deployment of the stent graft. Troubleshooting was attempted by opening the external slider to deploy the stent graft, but this was unsuccessful. The entire delivery system with the stent graft was then removed from the patient's anatomy, and the device was not implanted. Tevar was subsequently performed using alternative devices (vamf3636c150te and vamf3838c150te). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis conclusion: one still image and a 12 second video were provided for analysis. The graft cover is partially retracted with the freeflow struts exposed, freeflow struts are still captured in the spindle. The external slider has been removed. The reported deployment difficulties can be confirmed from the image and video provided. Product analysis #(B)(4): internal review: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a length of graft cover was cut off and measured using a laser micrometer and pin gauges: ID of graft cover 0.280" od position 1 0.315" position 2 0.316" position 3 0.317" position 4 0.315" position 5 0.306" position 6 0.298" the spring was removed and the od was measured using a digital calipers: spring proximal od 1.274" spring distal od 1.275" spring specification 1.260" - 1.290" product analysis the external slider appeared to have been removed and reconnected prior to receipt of the device. The graft cover appeared slightly bent/snaked over the graft and blue staining was evident to the graft cover and graft. The graft cover was partially retracted on receipt of the device and the freeflow struts were exposed. The graft cover appeared to be slightly tapered in at the markerband. The t-bar was connected to a force gauge and the stent was deployed with 23.06lbs of pressure recorded during deployment. Resistance was encountered during deployment when moving over the first stent ring, the graft then deployed as normal. Following stent deployment red dye test was performed, confirming the presence of mdx in the graft cover extending approximately 38cm proximally from the graft cover tip. Leaks were noted on the graft cover during red dye testing. The device was then decontaminated. Following decontamination tears/perforations were evident at multiple points along the graft cov ER. The graft cover advanced and retracted with no issues noted by moving the t-bar. No deformation was evident to the tip capture spindle and no issues were encountered when advancing or retracting the spindle. Minor deformation was evident to the distal edge of the graft cover. The graft cover od was measured at the markerband, where it had appeared to be catching during deployment, od measured 8.26mm. The handle was opened per pmq request, and no deformation was evident to the vestamid section under the handle. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.